Manufacturer narrative:
Device evaluated by manufacturer: the lot number was not reported and therefore a manufacturing batch record review could not be completed. The device remains implanted and will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Proactif study. It was reported that vomiting occurred. In (B)(6) 2020, the subject was enrolled into the proactif study and the treatment with therasphere was performed on same day. 2.89 gbq of thersphere was administered to the liver through vial 1. One day post the therasphere treatment, the subject developed vomiting post duodenal uptake. This led to prolongation of hospitalization. The event was treated with concomitant medications. Five days later, the event was considered stopped and the subject was discharged.